Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was non-functional and patient was charging frequently the ipg. The patient underwent an ipg replacement procedure and was doig well postoperatively. The explanted ipg was discarded.